Event description:
A non-healthcare professional reported that following the intraocular ocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and exchanged with monofocal lens. Clinical reason for explant was mentioned as mechanical complication of iol. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).